Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a failed battery test and an off/no power alert. Blood glucose level at the time of the incident was over 350 mg/dl. The customer reported having a blood glucose level of 126 mg/dl one hour prior to the call, but worked out in between. The customer reported that the insulin pump's battery life was only two to three days long, then an off/no power alert would occur. The customer reported that he did not receive a low battery alert prior to the off/no power alert occurring. During troubleshooting, the insulin pump had a battery out limit, but passed the displacement test. A replacement battery cap was shipped. The insulin pump was not replaced or returned for analysis.